Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead would not extend. The lead was not used and another lead was implanted. It was also reported that a left ventricular lead was attempted but the lead dislodged while slitting and access was unable to be obtained again. A left ventricular lead was not implanted and epicardial leads will be implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was blocked by the guidetooth. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).